Event description:
It was reported that a patient allegedly experienced an adverse event on a stryker bed. The details of the adverse event are unknown and, therefore, could not be confirmed. No serial number was provided.

Manufacturer narrative:
Follow-up submitted to report an evaluation was not performed due to legal action. No other details were provided. Unit not identified.

Event description:
It was reported that a patient allegedly experienced an adverse event on a stryker bed. The details of the adverse event are unknown and, therefore, could not be confirmed. No serial number was provided.